Event description:
It was reported that during a laparoscopic gastric sleeve, on the first firing using a green cartridge and gore buttressing, the device would not fire. A second device was opened and using a green cartridge and gore buttressing, the device would not fire. The case was completed by opening a new same/like device from a different lot number. There were no patient consequences.

Manufacturer narrative:
(B)(4). The long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. No functional test was performed due to the condition of the device. While no conclusion could be reached as to may have caused the knife to advance, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.